Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the screw was broken, but the cause of the broken screw could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during preparations to use the evis exera iii xenon light source, one of the screws in the back broke off the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did confirm the reported event by the customer that it had a screw broken inside the insulation cover in the rear. The evaluation uncovered that the unit functions properly according to the technical guide, but the broken screw was not allowing a solid connection when the light source cable was connected. There was minor cosmetic damage, the power switch was replaced, and the software was updated. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.